Event description:
The patient experienced discomfort at the pump site. The patient complained of the discomfort "when sitting straight up straight." The event severity was reported as moderate. On (B)(6) 2011, examination/palpation revealed the pump dislodged from the sutures. The pump was surgically re-anchored on (B)(6) 2011. The patient outcome was reported as resolved without sequelae. Drug delivered via the device was baclofen 500mcg/ml at a daily dose of 195.01mcg.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Manufacturer narrative:
(B)(4).